Manufacturer narrative:
As there are in general multiple possible reasons for bone loss, the specific reason for this case can not be determined. The device was evaluated and found to be within specification.

Event description:
According to the available information, a (B)(6) years old male patient received an implant (ankylos b11) on (B)(6) 2008 in region 05 (fdi # 14). On (B)(6) 2009 the implant was splinted with tooth 03 (fdi 16) by a bridge. On (B)(6) 2019 the bridge with the implant and the tooth was taken out. Analysis of x-ray before removal of implant and tooth indicates massive bone loss at "naturat" root as well as around the implant.